Event description:
It was reported that a small broken piece of green plastic was found on the sterile field following the use of the echelon and contour staplers. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? I am not aware of any patient consequence could you please clarify if was any change in the post-operative care of the patient as a result of the event? I am not aware of any change to post op care investigation summary this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows seven green reloads and the following was noted: four reloads from the cartridge deck area were observed and they can be seen fully fired. Three reloads from the cartridge pan area were observed and one reload can be seen with the pan damaged (bend) on edge of the channel area. Based on the photo the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.